Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part: 03.037.022, lot# f-18848. Site: (B)(4). Supplier: (B)(4). Manufacturing date: 23 december 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two self-drilling flutes at the tip of a 6mm/9mm cannulated stepped drill bit were discovered to be broken off. The malfunction was discovered in sterile processing during routine inspection. At this time, there is no information regarding a specific procedure or patient. This complaint involves one device. This report is 1 of com-(B)(4).

Manufacturer narrative:
Date should be (B)(6) 2017. Ticked, device returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device. The 03.037.022 lot number f-18848 6mm/9mm cannulated stepped drill bit was returned and reported that the tip was broken. This complaint condition was likely caused by over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.037.022 6mm/9mm cannulated stepped drill bit is an instrument routinely used in the tfn-advanced proximal femoral nailing system (technique guide). The device was returned and reported that the tip was broken. This condition is confirmed; two of the distal teeth have broken off of the device and were not returned. The device was manufactured in 12/2015 and is over a year old. The balance of the returned device is in fairly worn condition with dulled cutting edges and some markings and discoloration along the length of the shaft. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It is unknown if there was patient involvement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.